Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that high out of range shock impedance measurements continued to be observed after device replacement for unrelated reasons. The physician elected to leave the lead as is and continue monitoring. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms. The lead configuration was reprogrammed from triad to a single coil configuration and defibrillation threshold (dft) testing was performed. Shock impedance measurements were noted to be within normal limits at 92 ohms with shock delivery. The lead remains implanted and in service. No additional adverse patient effects were reported.